Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023 during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to vomiting. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) for vomiting due to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was affirmed that the patient experienced these symptoms during a ccpd treatment on the liberty select cycler and had to discontinue before her last exchange was completed. It was explained that the patient previously experienced these symptoms intermittently for approximately three years and prior to her start on pd therapy. The patient has been testing throughout the past three years to determine the cause of her nausea and vomiting. Most recently, a mass was detected on her kidney that could be the root cause of these symptoms and will require a biopsy in the near future. The patient was given oral mylanta and released to home with no hospital admission. It was confirmed that the patient¿s nausea, vomiting and the associated ed visit were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from this event and continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
On 13/nov/2023, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized due to vomiting. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department (ed) for vomiting due to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). It was affirmed that the patient experienced these symptoms during a ccpd treatment on the liberty select cycler and had to discontinue before her last exchange was completed. It was explained that the patient previously experienced these symptoms intermittently for approximately three years and prior to her start on pd therapy. The patient has been testing throughout the past three years to determine the cause of her nausea and vomiting. Most recently, a mass was detected on her kidney that could be the root cause of these symptoms and will require a biopsy in the near future. The patient was given oral mylanta and released to home with no hospital admission. It was confirmed that the patient¿s nausea, vomiting and the associated ed visit were unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient has recovered from this event and continues ccpd therapy on the same liberty select cycler at home following this event.